Event description:
Per the clinic, the recipient experienced a performance decrement with device use; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2015.

Manufacturer narrative:
The report is filed october 19, 2015.

Manufacturer narrative:
(B)(4). Device not yet recieved by manufacturer.